Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. The sample was repeated on the veritor and upon repeat the results were negative. A repeat test was performed using pcr and the result was negative. The customer stated they are testing asymptomatic patients. This test is not intended for use on asymptomatic patients and was therefore used off label. The initial positive result was discarded, and there was no report of patient impact eua#: (B)(4).

Manufacturer narrative:
H.6. Investigation: this memo is to summarize the investigation results regarding the complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor (material # 256082 ), batch number unknown. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed as no batch number, or an incorrect batch number was provided. The complaint was unable to be confirmed. Quality will continue to closely monitor for trends.

Manufacturer narrative:
Medical device lot #: 0247925 was reported, however, this is not a lot# manufactured for this product #. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. The sample was repeated on the veritor and upon repeat the results were negative. A repeat test was performed using pcr and the result was negative. The customer stated they are testing asymptomatic patients. This test is not intended for use on asymptomatic patients and was therefore used off label. The initial positive result was discarded, and there was no report of patient impact. Eua#: (B)(4).